Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was not confirmed but a failed transmitter error was confirmed. The root cause could not be determined. The reported event of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.